Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was extracted due to suspicion of lead perforation with pericardial effusion, and a replacement lead was implanted. An angiography was performed but no suspicious site was detected. No further patient complications have been reported as a result of this event.